Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit was also received with the following cosmetic damages: stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, broken belt clip rails, scratched case, and pillowing keypad overlay. In summary, customer allegations for cosmetic damage were confirmed during visual inspection when broken belt clip rails were noted. Additionally, unit was received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cracked belt clip rail, issues with the transmitter battery life and calibration not accepted and change sensor alerts. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn, acc-1601 and mmt-7040ma. Troubleshooting was performed, and there was no functionality impact. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for acc-1601. No product return is required for mmt-7040ma. Mmt-1884 was requested and the device was returned for analysis.